Event description:
It was reported that (3) prr35 and (2) prw35 were used during a total knee procedure. It was reported by the rep that the surgeon is sending back (5) failed rotating head skin staplers. The surgeon claims that the staples do not close completely. There was no consequence to the pt.